Manufacturer narrative:
Event date: exact date unknown, event occurred earlier this year.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was not returned as it was disposed by the facility. No further information has been obtained despite good faith efforts.